Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. No intervention has been made at this time, further information has been requested. The patient was stable with no consequences.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.